Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.

Event description:
The fse reported that the system was mixing patient images, and that images had the wrong names on them. There is no report of patient injury or death.